Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1695 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that doctor placed groshong PICC line but the PICC line after placement got broke down and migrate to heart. Therefore, they remove it and patient got the PICC line.